Manufacturer narrative:
The system was examined and the reported event was replicated. The laser indirect ophthalmoscope (lio) was replaced to resolve the issue. The system was tested and found to meet product specifications. The root cause of the reported low laser power can be attributed to a nonconforming lio cable. However, how or when the cable became kinked cannot be determined conclusively.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the system experienced low output. Additional information has been requested.